Event description:
This has happened for several months. After disinfecting my contact lenses for the required time, my eyes burn after inserting the lenses. I can fix the problem by removing the lenses and rinsing them with saline. This shouldn't be necessary, as I've followed all of the instructions, including the 6 hour minimum disinfection time. Is the product over-the-counter: yes.